Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the criteria for the rv lead integrity alert were met. It was noted the rv pace impedance was steady at approximately 829 ohms through (B)(6) 2016, then rose to 1482 ohms by (B)(6) 2016; the lead failure predictor triggered on (B)(6) 2016, for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks and a lead predictor failure alert had triggered twice due to high right ventricular (rv) lead pacing impedance. It was noted the first impedance measurement was out of range and a second measurement revealed a lower, within-range pace impedance value. The rv lead remains in use. No further patient complications have been reported as a result of this event.